Event description:
During routine testing, the prism se monitor started to emit an odor. Upon inspection, it was determined that the battery started to swell. It was also noted that the battery was leaking, which was bubbling. No pt was connected to the monitor.